Event description:
Pt felt a "shock" and their heart pounding when the controller did its self test. The system monitor did indicate a yellow wrench alarm with the device. The controller was replaced and everything appeared to be fine. ECG machine showed no change.